Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During first inflation, it was noted that the balloon ruptured at 8 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During first inflation, it was noted that the balloon ruptured at 8 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential tear 2.8cm from the distal tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage.